Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's final investigation. Updated field: b5 the device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness of the cable failed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the cut cable sheath and failed water tightness could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing before an unspecified therapeutic procedure that was able to be completed. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the cable of the camera head was broken. There was no patient involvement.